Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was examined due to cardiac resynchronization therapy non-response. Testing found the patient's left ventricular (lv) lead exhibited no capture, and an x-ray noted the lv was now located in the device pocket. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.